Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels elevated suddenly to over 400 mg/dl. Customer treated elevated bgs by delivering a manual injection and changing out the site. During system check, it was determined that the customer had an occlusion alarm prior to calling in. Customer advised that the occlusion alarm may have contributed to elevated bgs. Recommendation was made that the customer monitor bg readings, as site had already been changed out.